Event description:
The device was received for service. During service testing, failure code 812:02 was found. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation was completed and failure code 812:02 confirmed due to a defective pump head module (phm). Service installed a new phm and tested the device.